Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Conclusion: reservoir had no leaks. And no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 240 mg/dl. Blood glucose level at the time of the call was 540 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis. The reservoir was returned for analysis.